Event description:
It was reported that this pacemaker system recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurements of greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and episodes with noise and oversensing. Technical services (ts) suspected lead fracture but it was not confirmed. No adverse patient effects were reported. This system was explanted and replaced.

Event description:
It was reported that this pacemaker system recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurements of greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and episodes with noise and oversensing. Technical services (ts) suspected lead fracture but it was not confirmed. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurements of greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and episodes with noise and oversensing. Technical services (ts) suspected lead fracture but it was not confirmed. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurements of greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and episodes with noise and oversensing. Technical services (ts) suspected lead fracture but it was not confirmed. No adverse patient effects were reported. This system was explanted and replaced.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.